Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was an rsa (reverse shoulder arthroplasty) treating rupture fracture in the proximal end of the humerus on (B)(6) 2020. After a metaglene was deployed, it was difficult to place the std glenosphere in question smoothly. So the surgeon deployed the std glenosphere in question without trial. The surgeon moved on to the rest of the procedure and finally inserted a trial +9¿ cup. However, the implants seemed rather loose, so he replaced the std glenosphere in question with a 42mm ecc glenosphere. This time the implants were properly balanced, and the procedure was completed less than 30 minutes. The device was brand new and the first use when the issue occurred. The surgeon commented as follows: it was difficult to place a stem due to the rupture facture. Also, cement was used for treating the facture. So, the stem was deployed a little lower.

Manufacturer narrative:
Product complaint # (B)(4). After further review, this was identified to be an intra-operative event so the previous submission of an implant disassociation isn't correct. Additional follow up is being conducted to determine if there was a deficiency with the glenosphere or it was just exchanged to provide a better fit for the patient. If/when additional information is received, another supplemental will be submitted.